Manufacturer narrative:
Na

Event description:
Info was received that crt-d with left ventricular (lv) lead had high out-of-range (oor) pacing lead impedance greater than 2000 ohms and low intrinsic amplitude detected via the pt's remote monitoring system. The lv trend showed several excursions to greater than 2000 ohms; however, when the device was being interrogated, an impedance of 490 ohms was observed. Technical services recommended to assess the lead through x-ray and to perform isometrics to illicit an oor value. Additional info indicated that recently when the pt was checked, noise was recreated with isometrics. A lead revision procedure was scheduled for a date in the future. The cause of the observation was undetermined at this time. The system remains in service. No adverse pt effects were reported.